Event description:
Caller reported a malfunction on the pump, specifically malf 12, but no notable events occurred before the malfunction, and there was no adverse impact to the customer's blood glucose level. To resolve the issue, cts provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any issues arise. The caller acknowledged and understood the instructions.